Event description:
It was reported that the pt, implanted in 1999, was perceiving dropouts in hearing performance with her cl for two months, and since (B)(6) 2013, the pt hears some strange sounds. Additionally, she has a tingle feeling when the audio processor is switched on. An accident or trauma is known. The pt was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.